Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient called in saying their voiding habits have returned the night prior to initial report and they weren't feeling any stimulation. As a result of what was reported, they were advised to increase stimulation after recharging the handheld device. Later on that day, patient said their wires quit working. No further patient complications have been reported as a result of this event.